Event description:
Potential for injury associated with a tdxspree-cg with intermittent 6 blink code. This event could result in inconsistent operation of the unit which could potentially result in injury to the user.